Event description:
I handed my (B)(6) son the teething bracelet to hold while I changed his diaper. He put it into his mouth and it broke apart, with many wooden beads about the size of blueberries filling his mouth. He choked and I quickly picked him up, turned him over, and patted his back vigorously. Beads came out and I held him upright and he kept choking. I yelled for my mother in law to call 911. I repeated the procedure also finger sweeping at one point. Beads kept coming out and he kept choking. I kept repeating and he threw up. He was breathing when the paramedics arrived but they sent us to ER to be sure all beads were out. He was created and checked out ok. It was terrifying and I thought he was going to die. The website said not to give to baby alone and it was intended for an adult to wear, however showed a picture of a baby chewing it and called it a teething bracelet that was double strung. We contacted seller asking her to warn other parents and not call it a teething bracelet. Purchase date: (B)(6) 2018. This date is an estimate.